Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss with unknown duration occurred. Data was evaluated and the allegation was confirmed as a loss of connection. The probable cause was determined to be the patient closed the mobile app. The reported event of a signal loss with unknown duration is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.